Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from (B)(6) that while the patient was in the hospital for a routine follow-up, the hospital staff attempted to change the high power alarm limit using the monitor and the controller had an alarm. No further controller programming was possible, so a controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event and the patient went home from the hospital without further issue. Controller (B)(4) was returned to the manufacturer for evaluation. Various analysis was conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Evaluation revealed that the controller passed visual inspection, but failed functional testing due to a data flash problem. The most probable root cause for the reported event may be attributed to a flash memory problem. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that while the patient was in the hospital for a routine follow-up, the hospital staff attempted to change the high power alarm limit using the monitor and the controller had an alarm. No further controller programming was possible, so a controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event and the patient went home from the hospital without further issue.